Event description:
It was reported through remote transmission that a patient received inappropriate shocks for supraventricular tachycardia. The physician elected to take no action. Further assessment will be made when patient present in-clinic.

Manufacturer narrative:
UDI (di): (B)(4).